Event description:
Related manufacturer reference number: 2017865-2023-00889. It was reported that a patient presented with low defibrillation impedance and inadequate anti-tachycardia pacing, which was not able to terminate a true patient ventricular tachycardia. These malfunctions were alleged on the patient's implantable cardioverter defibrillator and right ventricular lead. No additional intervention was reported. The patient was stable throughout.

Manufacturer narrative:
Correction: h6: codes should reflect product not returned.